Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion, occlusion excessive no delivery and displacement tests.

Event description:
The customer reported having unexplained high blood glucose of 379mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test and the test failed twice. No further information was provided.